Event description:
It was reported that an unspecified event occurred. The patient experienced seizures while using the dexcom g6. No details of the alleged malfunction, symptoms or treatment were provided. Because the patient¿s name and contact information are unknown, no follow up for additional information is possible and no additional patient or event information is available. No product was provided for evaluation. The allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).